Event description:
It was reported that the right ventricular lead had dislodged after implant. It was later revised. A check the next day noted loss of capture and low sensing on the lead. It was found that the lead had dislodged again. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).